Manufacturer narrative:
Additional information was received that the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent to the local sales representative.

Event description:
Subsequently, additional information was received from the local sales representative stating that the shock impedances are now 114 ohms. Boston scientific technical services (ts) was contacted and discussed the varying lead measurements. The local sales representative also discussed the shock impedances for the past year, the highest being 114 ohms and the lowest being around 87 ohms. The local sales representative later stated that shock impedances are now ranging from 95 ohms to 125 ohms since (B)(6) 2011. Additional information stated that a non-invasive programmed stimulation (nips) was performed and the physician will continue to monitor the impedances with this patient.

Manufacturer narrative:
Additional information was received from a medical personnel that upon reviewing daily measurements of the right ventricular (rv) lead noted shocking impedance measurements were varying from 80-110 ohms. A boston scientific technical services (ts) suggested testing of the lead be performed. The patient was brought in and tested both in a sitting and lying positions showing measurements still within normal range. Shock impedance electrogram (egm) measurements were taken from the distal coil to the can, but the device does not time off this (egm). The rv pace/sense portion of lead impedance measurements noted as normal. No oversensing was noted during myopotential and pocket stimulation. There were no shocks delivered during testing. Consulted with a boston scientific technical services (ts) regarding the ranges of shock lead impedance measurements, and they stated the single coil passive high voltage lead generally measures a higher impedance then a dual coil lead. Recommended to continue to monitor and follow trends through the remote monitoring system. As of a later date, red alert information was reported via remote monitoring system that another out of range high shock impedance measurement was detected. There were no adverse patient effects reported. The patient continues to be monitored.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been received indicating high shock impedance measurements continue to be observed. The patient will be scheduled for non-invasive programmed stimulation testing (nips). There were no additional observations noted and no adverse patient effects reported. This investigation will be updated should further information be provided.